Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389, product type: lead .

Event description:
A manufacturer representative reported that high impedances were measured on the right side. The following high impedances were measured: c-0 = 2841, c-3 = 2673, 0-3 = 5420 ohms. The rest of the impedances were within normal limit. The implantable neurostimulator (ins) was programmed to c+, 1-, 2- at 4.0v, 90 usec, and 130 hz. The high impedances were measured prior to the patient getting an MRI. The patient was going to have an MRI as part of planning for a second implantable neurostimulator (ins) being implanted. No symptoms were reported and the patient was receiving effective therapy. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances was not determined. No diagnostics or troubleshooting has been done and no actions or interventions were taken or planned. The high impedances were not resolved. There was no interruption in the patient therapy and the patient did not have any complaints.